Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery out limit alarm and the pump completely reset. Customer assumed that her blood sugar was high. Customer did not have a tester and stated that the pump was fine during the night. Customer felt thirsty and attempted to give herself insulin but the pump was off. Customer removed the battery and after reinserting the battery, the pump came on with a battery out limit alarm. Customer will be sent a replacement battery cap and was advised to monitor the pump.